Manufacturer narrative:
We are in the process of performing the investigation and a follow-up report shall be submitted upon the completion of the evaluation.

Event description:
The reported complaint received stated the doctor placed covered stent in iliac artery. As he initiated to inflate the balloon it popped before the balloon even inflated and brought blood back into the insufflator.